Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial patient just had their trial start today, (B)(6) 2023. They were still in recovery from the procedure and they had questions about what they needed to do because their health care provider (hcp) office was now closed for the day. Patient services reviewed this information with the patient and external device function and the patient reported that they had another trial "about a month ago" 'without a procedure' that lasted for a week where they had 2 "needles" (one on each side) and it didn't help their symptoms. The patient stated the hcp had told them it was a guessing game with that type of trial and that they thought the reason the trial had been unsuccessful was because the leads had been in the wrong place. The patient stated their trial that just began today would not be like that because they had to "cut into them" to place the lead so they knew where to put it. The patient stated their current trial was going to last for 2 weeks. Patient services also wanted to note that when patient services was reviewing that the patient didn't have to do anything with their settings for their current trial unless the hcp told them to make a change, the patient commented they thought when they were trialing the last time they had to go in a few times to turn it back on because it had turned off. The patient had no further information to report about the previous trial. The patient checked their current ens and the therapy was on at a 'much lower' setting than the previous ens setting had been. The patient was going to monitor their symptoms and continue to follow up with their hcp. As the previous trial ended, the patient did not have the previous trial ens serial number and the patient didn't have their calendar in front of them so they couldn't say when that trial had began. Agent documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.